Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing intermittent low blood glucose (bg) levels (38 mg/dl at lowest). Carbohydrates were consumed to address bg level. Reportedly, bg level returned to target after carbohydrates were consumed.